Event description:
Reporter alleged discrepant blood glucose values of 333 mg/dl back to back with a result of 139 mg/dl when testing was performed < 10 mins apart on the aviva sys. It was not provided whether any actions were taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product sent.